Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Intraocular lens (iol) returned pressed down into the well area of the lens case base. The iol is immersed in solution. Both haptics are broken/torn and not returned. The optic is torn/split/ cut and scratched/marked. The reporter states the use of company cartridge and non-company viscoelastic, which are not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The intraocular lens (iol) was explanted in an initial procedure. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).